Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. The reported problem was confirmed. The battery pack was received with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.

Event description:
A male pt contacted lifecor customer support to report that when he places one of his battery packs on the charger, he gets the "battery pack fault" led. The other battery pack does not do this when on the charger. A replacement battery pack was provided to the pt.